Event description:
Procedure: mastopexy. According to the reporter: the pt presented with wound dehiscence on (B) (6) 2010 during a 6 week follow-up. Surgery date: (B) (6) 2010. No other info available at this time.

Manufacturer narrative:
(B) (4).